Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2018-05817. It was reported the patient had the drg system removed because he complained it was not providing satisfactory pain relief. In addition, the patient's physician implanted an scs system instead. Reportedly, the patient reported receiving better stimulation therapy coverage with the scs system.